Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1918336) on 09-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced visual impairment ("deterioration of eyesight"), ocular hyperaemia ("constantly red eyes (allergic reaction)"), eye allergy ("constantly red eyes (allergic reaction)"), retinal tear ("hole in the retina"), asthenopia ("eye fatigue"), arthralgia ("increasingly painful joints especially my knees"), fatigue ("worsening chronic fatigue / physical fatigue, I was constantly sleeping"), hypersomnia ("worsening chronic fatigue / physical fatigue, I was constantly sleeping"), loose tooth ("loosening of the teeth"), migraine ("regular migraines"), dyspnoea ("difficulty breathing in confined spaces"), snoring ("bringing on snoring at night") and dry skin ("dry skin") and was found to have weight increased ("substantial unexplained weight gain of 12 kg"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced eye pain ("painful eyes"). The patient was treated with surgery. Essure was removed on 9-jul-2019. At the time of the report, the medical device removal, visual impairment, eye allergy, retinal tear and asthenopia outcome was unknown, the ocular hyperaemia, fatigue, hypersomnia, migraine and eye pain had resolved, the arthralgia, weight increased, dyspnoea, snoring and dry skin had not resolved and the loose tooth was resolving. The reporter provided no causality assessment for arthralgia, asthenopia, dry skin, dyspnoea, eye allergy, eye pain, fatigue, hypersomnia, loose tooth, medical device removal, migraine, ocular hyperaemia, retinal tear, snoring, visual impairment and weight increased with essure. The reporter commented: after essure removal, the ophthalmologist has noticed a significant improvement in the condition of her eyes. But she cannot go back to wearing contact lenses yet. A dental check is also in progress. Batch no: d72009 production date: 2015-03-12 expiration date: 2018-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced visual impairment ("deterioration of eyesight"), ocular hyperaemia ("constantly red eyes (allergic reaction)"), hypersensitivity ("constantly red eyes (allergic reaction)"), retinal tear ("hole in the retina"), asthenopia ("eye fatigue"), arthralgia ("increasingly painful joints especially my knees"), fatigue ("worsening chronic fatigue / physical fatigue, I was constantly sleeping"), hypersomnia ("worsening chronic fatigue / physical fatigue, I was constantly sleeping"), tooth loss ("loosening of the teeth"), migraine ("regular migraines"), dyspnoea ("difficulty breathing in confined spaces"), snoring ("bringing on snoring at night") and dry skin ("dry skin") and was found to have weight increased ("substantial unexplained weight gain of 12 kg"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced eye pain ("painful eyes"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, visual impairment, hypersensitivity, retinal tear and asthenopia outcome was unknown, the ocular hyperaemia, fatigue, hypersomnia, migraine and eye pain had resolved, the arthralgia, weight increased, dyspnoea, snoring and dry skin had not resolved and the tooth loss was resolving. The reporter provided no causality assessment for arthralgia, asthenopia, dry skin, dyspnoea, eye pain, fatigue, hypersensitivity, hypersomnia, medical device removal, migraine, ocular hyperaemia, retinal tear, snoring, tooth loss, visual impairment and weight increased with essure. The reporter commented: after essure removal, the ophthalmologist has noticed a significant improvement in the condition of her eyes. But she cannot go back to wearing contact lenses yet. A dental check is also in progress. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.